Manufacturer narrative:
(B)(4) g2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 8 years later due to painful tha and during surgery adductor muscles were found devoid. Surgeon reported head/taper were difficult to disengage but ultimately was able to remove. All components revised, except for stem was retained. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} . Updated: d4; g3; h2; h3; h4; h6. . No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient had a initial left tha. Patient was revised due to pain. During the revision, the adductor was found damaged and was repaired. No infection noted. It was difficult to disengage the head/taper but was able to be removed with minimal trunnion damage. Stem was retained. Shell was removed and a new cup and head placed. No other complications noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.